Event description:
It was reported that patient experienced pain at pump pocket site. A device surgical repositioning was done on (B)(6) 2009, wherein they moved pump pocket. Patient outcome was noted as resolved without sequelae as of (B)(6) 2009. Patient experienced partial wound dehiscence of pump pocket wound which was then revised on (B)(6) 2010. Signs/symptoms included slight drainage from suture line, open lesion at pump pocket site. The event resolved without sequelae (B)(6) 2010.

Event description:
It was related to the implant procedure. There was no programmer information available for the date of this event. Severity was moderate.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2009, explanted: unk; catheter model (prox catheter rev seg): 8596sc, serial #: (B)(6), implanted: (B)(6) 2009, explanted: unk.